Manufacturer narrative:
Complete information for section patient identifier = (B)(6). An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.

Event description:
The customer reported falsely elevated alinity estradiol results were observed while performing a proficiency study. The customer stated that sample ID (B)(6) generated a result of 492 pmol/l, that had a target value of 336 pmol/l, which is also above the upper limit of 454 pmol/l. No information could be obtained from the customer as to if the samples had mifepristone in them. There was no reported impact to patient management.